Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 341, 135, 193, 263 mg/dl. Test were done within 11-20 minutes with a difference of 43%. Patient did not experience any adverse events. No further information has been reported.